Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years three months post filter implantation, a computed tomography of abdomen and pelvis was performed. The study showed there was perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. Also, there was perforation of the aortic wall. The study also showed that there was embedment of the filter and there was tilting of the filter noted. Also, no fracture and migration were identified. Also, the inferior vena cava found to be occluded. Around, three years later, a computed tomography of abdomen and pelvis was performed for possible penetration of inferior vena cava filter. However, the previous computed tomographic images showed occlusion and a small inferior vena cava with multiple collaterals. The present computed tomographic study showed that the inferior vena cava filter was unchanged in position and the tip of the filter was at just inferior to l2-l3. Also, the inferior vena cava was very small, attenuated in this region and chronically thrombosed, according to the previous study, unchanged. The study also showed that some of the processes of the inferior vena cava filter were along the right lateral margin of the aorta, this was unchanged however, no evidence to suggest any leakage. Also, there was no migration identified and no change in the appearance or location of the inferior vena cava filter. The computed tomographic image was reviewed, and the study showed there was perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. The study also showed that the filter appeared to be embedded along the right inferior vena cava wall and the inferior vena cava appeared stenotic at filter tip. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), and occlusion of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties as there are no retrieval attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years six months post filter deployment, a computed tomography scan demonstrated a vena cava filter below the renal veins with arms extending beyond the caval wall and was unable to be retrieved. The filter has not been removed. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis, medical noncompliance and a supratherapeutic inr was scheduled for vena cava filter placement. The right femoral vein was accessed and a venogram was performed which identified the level of the renal veins. The ivc filter was successfully deployed at the l2 vertebral locations, below the renal veins. There were no complications and the patient tolerated the procedure well. Manual hemostasis was obtained. Approximately four years six months post filter deployment, a CT scan of the pelvis was indicated for ivc evaluation, renal failure and diabetes mellitus. The CT scan demonstrated an ivc filter in place below the level of the renal veins with the arms of the filter extending beyond the cava wall. The ivc was also narrowed measuring 8 mm in transverse diameter, and was previously measuring up to 20 mm. There was no filling defect to suggest clot burden in the iliac veins or infrarenal ivc. The ivc was grossly normal in course and morphology. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years and six months post filter deployment, CT scan demonstrated an ivc filter in place below the level of the renal veins with the arms of the filter extending beyond the cava wall. No attempts at retrieval were provided in the medical records. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall. The investigation is inconclusive for the difficulties removing the filter as no objective evidence has been provided to confirm the alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly perforated the caval wall and was unable to be retrieved. The filter has not been removed. Based on a review of medical records received, the patient with history of deep venous thrombosis, medical noncompliance and a supratherapeutic inr had a vena cava filter successfully deployed below the renal veins. Approximately four years six months post filter deployment, a CT scan demonstrated a vena cava filter below the renal veins with arms extending beyond the caval wall. No additional information was provided in the medical records received.